Event description:
During the atrioventricular nodal reentrant tachycardia (avnrt) procedure, the procedure was canceled. When the catheter was plugged into the tactisys, there was no contact force and it would not zero. There was an optical connection issue error that appeared and if it persisted to contact tech support. The tactisys was power cycled, the case was redone, the amplifier was restarted, the ethernet cable was changed, and the catheter were replaced with no resolution. An attempt was made to clear the optical port with air with no resolution. The procedure was continued for a bit with no contact force as the catheter was visualized and collected se with no issue. However, as the physician was close to the av node for the avnrt, the physician did not feel comfortable proceeding with no contact force after a few burns and the induction of afl. The procedure was then canceled. There were no adverse consequences to the patient.